Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered eight inappropriate electric shocks due to atrial flutter (af) with rapid ventricular response (rvr). The inappropriate shocks occurred in an isolated episode, and the maximum amount of shocks that this device can deliver per episode is eight. Therefore, reasonable evidence suggests therapy was exhausted. Also, the health care professional (hcp) stated the patient was withdrawing from alcohol, and that they will work on getting the atrial rate under control. There is no evidence there were any actions taken for the device at this time. The device remains in service. No additional adverse patient effects were reported.